Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device check one day post implant lead polarity needed to be manually changed. The "program control" button was grey and parameters could not be modified. The device was manually reprogrammed. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.